Event description:
A report was received that the patient was having difficulty communicating with the ipg following a revision wherein the physician did not recall if electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Manufacturer narrative:
Sc-1160 sn: (B)(6). Device evaluation indicated that the device could not maintain the battery voltage due to rapid battery depletion. The patient data retrieved using an external power supply indicated that the device had been functioning normally prior to the lead revision, and the battery voltage plunged at once after the revision. After the incident, the battery could not be recharged. An internal inspection found that excessive current leakage, hot thermal detection on u3 asic, and low vh impedance.

Event description:
A report was received that the patient was having difficulty communicating with the ipg following a revision wherein the physician did not recall if electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).